Event description:
It was reported that during an x-ray exam, externalized conductors were noted. No electrical issues were observed. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.